Event description:
It was reported by a customer in the USA that, the 840 ventilator graphic user interface (gui) had an erratic display. There was no patient involvement.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the telephone. The customer was recommended to replace the liquid crystal display (lcd) panel. The customer acknowledged and notified covidien that replacing the graphic user interface (gui) printed circuit board (pcb) resolved the issue. (B)(4).